Manufacturer narrative:
The device was not returned to mmdg for evalution. Because the pump was not returned no investigation could be performed. A DHR review was completed and no non-conformances were found for this pump.

Event description:
The initial reporter stated that the pump stopped infusing sometime between 3:39am and 3:59am without alarming. Mmdg made multiple attempts to contact the initial reporter and obtain more information, however, these attempts were unsuccessful. (B)(4).